Event description:
The customer reported that they were having problems with the battery eject button. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The philips response center worked with the customer and clarified the issue as the battery eject button was reactive even to the lightest touch. The philips response center rep localized the issue to the battery eject button assembly. The customer was provided a parts ID for the battery eject assembly and has not called back.